Event description:
It was reported that the patient presented for the implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited loss of capture, high pacing impedance and noise. The rv lead was not used and replaced during the procedure. The patient was stable throughout.

Event description:
It was reported that the patient presented for the implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited loss of capture and high pacing impedance. The rv lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture, high pacing lead impedance and noise were not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.